Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was damaged. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: during investigation, the display and display lens were intact. No scratches or cracks were found on the display or display lens. The lens film was worn and peeling. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display. Additionally, the battery compartment was cracked below the grip pad. The pump cover was cracked between the corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.